Event description:
Pd pt awoke with a wet gown on the morning of 04. The pt went to the hosp and received a transfer set change and antibiotics prophylactically. The source of the leak could not be determined. The pt's transfer set was 5 days old at the time the leak was noted. In the evening of that same day, the pt went back to the hosp with cloudy effluent, vomiting and fever. The pt was diagnosed with peritonitis and treated outpt with kefzol 1gm qd x14 days and fortaz 1gm qd x3 days ip. The pt has fully recovered.